Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Throughout the manufacturing process, all stent delivery systems are 100% visually inspected for catheter and stent damage. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for failure to advance for this lot. There is no indication of a lot specific product quality deficiency. The reported failure to advance appears to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that the graftmaster was selected to treat a perforation in a saphenous vein graft to the posterior descending artery, that occurred during predilatation of the lesion with a non-abbott balloon catheter. The graftmaster was unable to cross the lesion. Angioplasty was performed with good results and successful sealing of the perforation. The patient is stable. No additional information was provided.